Event description:
It was reported that the patient's device set was removed due to an infection and was implanted with a new device set 6 months later. If additional information is received, a follow up report will be sent.

Event description:
Follow up information reported that the primary site of the infection was the implantable neurostimulator (ins) site and that perioperative antibiotics were administered. It was noted that he patient experienced symptoms of redness, swelling, drainage, and pocket erosion. Cultures were taken of the site but the results were reported as unknown. Treatments instituted for the infection were both IV and oral antibiotics. The patient outcome was reported as infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), product type extension, product ID 37085-60, serial# (B)(4), product type extension, product ID 3387s-40, lot# v411439, product type lead, product ID 3387s-40, lot# v680690, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).